Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the when testing the r wave height using the analyzer, the programmer didn¿t display a value. The analyzer passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when testing the r wave height using the analyzer, the programmer didn¿t display a value. The programmer and analyzer were returned for service. No patient complications have been reported as a result of this event.